Manufacturer narrative:
Additional information: there is an ongoing CAPA investigation, (B)(4) associated with this report. Complaint no: (B)(4).

Event description:
The facility reported a colleague pump with failure code 810.11. It is unknown when the reported condition occurred. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available.this device utilizes user interface module master software version 6.13.90 categorized as remediated.

Manufacturer narrative:
The reported condition of failure code 810:11 was confirmed but not duplicated. The reported condition is due to an out of calibration ail pcb (air-in-line printed circuit board). This device is a stay in device and will not be returning to the customer. No repairs will be performed. (B)(4).